Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged difficulty of breathing. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged difficulty breathing/short of breath,device/power cord or supply melted, device will not turn on/device not functioning, related to bipap device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer also notices fibrous contamination in and on the air inlet. P4 corrosion was observed. Blower box had a brown discoloration from contaminants. Dark brown and black contamination around the blower seal is consistent with tobacco contamination as well as the keratin buildup previously observed. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has confirm the presence of debris and dust/dirt contamination inconsistent with degraded sound abatement foam on the device exterior, device enclosure, and airpath. And pil can confirm water had been in the blower box. Section h6 were updated in this report.